Event description:
The customer reported that the mattress envelope nylon material is ripped. There was no patient injury reported. Evaluation of the product shows that the panel sides a & b drainage port have tears in them.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the panel side a drainage port at the start has a 2 foot tear and the end has a 1 inch tear. Panel side b drainage port at the start and end, there is a 1 inch tear. (B) (4).